Event description:
The device was explanted due to high impedance and non-capture in bipolar mode and subsequently tested out of specification consistent with the notification advisory for this device. No patient complications have been reported as a result of this event.